Manufacturer narrative:
An internal tear was observed on the soft cannula, from which fluid was observed to leak. The internal cannula tear is confirmed as the root cause of the component corrosion and data loss. Because data was unavailable, it could not be determined if the observed cannula tear is in any way linked to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 570 mg/dl while wearing the pod between 1 and 4 hours on the back. Investigation of pod found damage to the cannula. The complaint was originally coded for pod error hazard alarm during operation and high blood glucose levels.